Manufacturer narrative:
Unit received with missing segments due to a cracked and bleeding lcd glass. Unit was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had a crack on the corner of the screen. Customer's blood glucose was 128 mg/dl. Troubleshooting was performed. Customer stated the damaged occurred as the insulin pump was dropped and it fell out of the case. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.